Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The picture archiving and communication systems (pacs) and information technology (it) was cont acted and they restarted the system which resolved the reported issue.

Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the clinical consultant (cc) called in to report that while trying to download images from the picture archiving and communication system (pacs) wirelessly, the entirety of the scans would not come over. The cc would download a scan, which would come over partially and then start downloading again. Multiple copies of scans were getting downloaded. The cc only ever clicked to download each scan once. Troubleshooting was performed: the system was on wi-fi and the connection was confirmed via web browser, which was tested in multiple locations in the hospital. It was confirmed that there were minimal patients on the system. This issue was happening with every patient. There was no patient involvement reported.